Manufacturer narrative:
Investigation is pending.

Event description:
The caller/end user alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 2.0, laboratory inr: 1.68, time between testing: 4-5 hours between testing. Historical inratio inr from around (B)(6) was 1.6. Therapeutic range: 2.0 - 3.0. The caller/end user's warfarin was increased from 9mg daily to 10mg daily based on the laboratory inr result. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 372984a was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.